Manufacturer narrative:
The insulin pump had no audio tone due to a broken tranducer wire.

Event description:
The customer stated, the audio tones were no longer working. Troubleshooting was performed and the insulin pump did not beep during the tone test.